Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer reports #3005099803-2013-07217 & #3005099803-2013-07251 pertain to the other devices.it was reported that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2011.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.